Event description:
It was reported that the user attempted to connect a glucose sensor to the ilet system and received an incompatible sensor alert; the user confirmed they were using a freestyle libre 3 sensor and replaced it with a freestyle libre 3+ sensor, after which the sensor pairing proceeded and the system entered the warmup period as instructed. No adverse clinical effects and no impact to blood glucose levels were reported. Outcomes included successful initiation of sensor warmup period and resolution of the connection issue after sensor replacement with no health impact. User support included guided troubleshooting and user education on sensor compatibility and app workflow. Investigation of this case revealed that the alert was consistent with use of a noncompatible sensor model and that device performance was restored when the compatible sensor was used. It was concluded, based on previously established findings for similar reports, that the cause was user use of an incompatible sensor with the ilet prior to correction.